Event description:
Event was reported to (B)(4) by a n attorney. The patient has suffered pain, discharge, odor, incontinence, painful intercourse, and fecal incontinence. No further information has been provided.